Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and cracked case at reservoir tube window corner. A test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the crack on the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.